Event description:
It was noted that the merlin website was not reporting the alerts that the impedances of the pacemaker and the right ventricular (rv) lead were out of range. No intervention was made, and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: the physician's name (e1) and the reported code (h6) were updated.

Event description:
New information received notes there is no allegation malfunction noted on the pacemaker. There is a low impedance issue noted on the rv lead. The rv lead was replaced.